Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10: additional concomitant device reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: updated, e1: phone# (B)(6), h3, h6: investigation summary: investigation flow: functional. Visual inspection: mis single inner setscw (part# 186715000, lot# 191100, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the device looks good without any physical damage. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Functional test: complete functional testing of the received device cannot be performed at cq. The inner set screw received was screwed into all the polyaxial screws received and removed without any issues. Can the complaint be replicated with the returned device(s)? Unable to perform note: the x-ray images provided in notes & attachments in (B)(4) shows that the inner set screws were backed out from their original position. Dimensional inspection (micrometer: om803): dimensional inspection of the received set screw was performed at cq. The external threaded diameter of the set screw was intended to be measuring from 8.725mm to 8.775mm and it was measured to be 8.748mm which is within specification as per the drawing 1797-02-001 rev. A. Document/specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for mis single inner setscrew (part# 186715000, lot# 191100) as the inner set screws were backed out from their original position. A definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: the DHR of product code: 186715000, lot : 191100, was electronically reviewed and no non-conformances. Were observed during the manufacturing process. The product was released on: 09.04.2018, qty: 441 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 11. Corrected data.

Manufacturer narrative:
Date of implantation is an unknown date in 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery following a scoliosis fixation performed in 2018 due to screw pull-out. The procedure was performed by the same surgeon in the same hospital. During this revision, the surgeon reported that previously placed innies were found to be loose in some screws. The procedure was completed successfully with no delay. This report is for a viper set screw. This is report 2 of 2 for (B)(4). Additional reports are captured under (B)(4).